Event description:
Complainant alleged that the device did not work. Specific failure information was not available at time of request. Complainant did not indicate that there was any patient involvement in the reported malfunction.